Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd autoshield duo pen needle. Consumer reported when removing needle from pen, it fell apart in the pt's bed. The returned pen needle was examined, and it was observed that the non-patient end (npe) safety shield and spring were separated from the pen needle assembly. Unable to perform a DHR review due to an unknown lot number. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly.

Event description:
It was reported that unspecified bd¿ pen needle fell apart during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported a malfunction of the autoshield duo insulin needle. Nurse. Administered dose of novolog insulin using insulin pen. When removing needle from pen, it fell apart in the pt's bed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle fell apart during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported a malfunction of the autoshield duo insulin needle. Nurse. Administered dose of novolog insulin using insulin pen. When removing needle from pen, it fell apart in the pt's bed.